Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had become dim and difficult to read in the past couple of days. Contrast reset to maximum setting or battery change did not resolve the issue. No trauma or moisture exposure to the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was observed to be dim and discolored. Replacing the pump display with a test screen corrected the variance in color and contrast.